Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The impedance had been gradually rising for the past six months. Sensing, threshold and defibrillation impedance measurements are all within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant contacted the manufacturer of the competitive lead and inquired about the high impedance measurement. The consultant was informed that they have seen measurements as high as 5000 ohms and testing has shown some tissue build up particularly around the ring electrode. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.